Event description:
It was reported that when removing the sheath from the femoral vein following a svt ablation procedure, the head of the 6f sheath separated from the body of the sheath. The pt was in stable condition and was taken to the operating room for removal of sheath body from the femoral vein. The physician stated, the staff member who removed the sheath, simultaneously pulled and applied pressure causing separation of the sheath head from the body.

Manufacturer narrative:
We are awaiting device return. When our investigation has been completed, a follow up report will be submitted. Date report submitted to FDA by MFR: (B)(4) 2010. Date the initial reporter provided the info to the MFR: (B)(4) 2010.